Manufacturer narrative:
(B)(4). Date sent: 4/24/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Has it been confirmed if the post-op issue was related to bleeding or gastric leak? How was the mentioned intraoperative bleeding addressed? Was buttressing material used? What color cartridges and product codes were used? Were any issues with staple form noted throughout the care of patient? How is the doctor treating the patient? What is the current patient status?

Event description:
It was reported that during a gastric sleeve procedure the patient may have had a bleed or leak. The doctor stated that there was more bleeding when stapling with the device. The doctor is still treating the patient. The doctor did not offer any additional information. No other information is known at this time.